Manufacturer narrative:
Concomitant medical products: 310c25, tissue valve, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the far field r-wave (ffrw) was observed on the right atrial (ra) lead during arrhythmia episodes, causing mode switch. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.